Manufacturer narrative:
H6: investigation summary: five samples and one photo were provided to our quality team for investigation. Upon visual inspection, flash was observed on the tip of each barrel. All five samples were measured and found within acceptable specification limits. Potential root cause for the tip flash defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review was completed for provided lot number 2214633. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that sharp molding defects were found on 1000 bd luer-lok¿ tip syringes' hubs. The following information was provided by the initial reporter, translated from german: "web at the luer-lok hub."

Event description:
It was reported that sharp molding defects were found on 1000 bd luer-lok¿ tip syringes' hubs. The following information was provided by the initial reporter, translated from german: "web at the luer-lok hub"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.